Manufacturer narrative:
Date of event: used the first day of the month of (B)(6) since the only given date of event was (B)(6) 2019.

Event description:
It was reported via user/facility medwatch# (B)(4) that shaft break occurred. After engaging the lesion with a 6fr non-bsc guide catheter and crossed with a non-bsc gude wire, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the device was unable to deliver through the guiding catheter with a non-bsc balloon catheter and over a non-bsc guide wire. When the device was pulled out, it was found that the shaft broke. No patient complications were reported.